Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 366965.

Event description:
It was reported that there was a leakage at the patients midline incision. The physician sent an image which showed that the wound had opened and lead was exposed. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.